Event description:
Healthcare professional reported a patient was injected with 4mls of juvéderm® volux¿ into the chin and psoterior jawline. Approximately two and a half weeks later, patient had symptoms of a firm, red, acute inflammatory nodule to the left jawline along with firmness, redness, and tenderness on the chin develop. There was no reaction on the right side jawline. A week after onset, patient returned to the injector where a needle was used to drain purulant fluid and sent for testing. The results came back negative. 6 days later, the right jawline and chin became firm and tender. The next day, 9mls of hyaluronidase was administed to their chin and right jawline. There was scant purulent bloody discharge following a puncture of the area. 9 days later, the patient came in for follow up and the left jawline was injected with 0.3mls of 5fu and kenalog 10. The chin was punctured to release a small amount of purulent discharge to the inner lower lip where a nodule was noted on the inside of the lip. 0.4mls of 5fu and kenalog were reinjected into the chin tip. The right jawline needed no further treatment as it responded well to the hyaluronidase. A week later, patient returned again and the lelft jawline was injected with 0.3mls of hyaluronidase and the chin injected with 1.8mls of hyaluronidase mixed with xylocaine 1% as patient had discomfort. Symptoms are ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Health effect - impact codes: f15. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.